Event description:
It was reported that the reservoir leaked. The blood glucose reading is 104 mg/dl. Customer stated that insulin is located in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.